Manufacturer narrative:
D6a: implant date is estimated to have occurred in 2014.

Event description:
During an in clinic follow up, a loss of capture was observed on the device. Reprogramming was performed to resolve the event. The patient was stable.